Event description:
It was reported that water leaked from the motor of the unit during use. It was further reported that the unit continued to be used as no available spare units were available.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.